Event description:
The lay user/reporter called lifescan (lfs) in 2005 and alleged that the pt's meter was prompting a not ok message. The patient stated that her meter was not working since 2 months earlier. On the event date in 2005, the pt became hypoglycemic while she was outside on the street. She was taken to the hospital, where her blood glucose was stabilized. During the time that the pt was unable to test, a home health nurse was going to the patient's home to test her blood glucose. On the day of the event, the patient did not attempt to test on her meter and she stated that she did not test on any other devices. At the time of the event, the pt was using a unilet pen for insulin, 12 units with breakfast and 6 units at dinnertime. The patient was in the hospital for 2 weeks and while there she was given a new type of insulin, mixtard 30. The reporter was unable to provide any further details in regards to what actions the patient took prior to becoming hypoglycemic and what the patient's blood glucose results were that she obtained at the hospital.